Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been intermittently hospitalized for congestive heart failure and blood glucose (bg) levels between 300-400 (mg/dl) for the past two months. The customer delivered a pump bolus to address bg levels. While hospitalized, the customer was treated with intravenous fluids and insulin. The customer was still hospitalized at the time the event was reported.